Manufacturer narrative:
E1: reporting address postal: (B)(6) reporting institution phone , reporter phone .

Event description:
Philips received a complaint by the customer on the v60, indicating that a pressure failed alarm had occurred. It was reported there was no patient involvement at the time the issue was discovered. The customer called in to report that a pressure failed alarm had occurred. Device evaluation and repair are pending.

Manufacturer narrative:
A field service engineer (fse) went onsite and confirmed that the error, "check vent: machine pressure sensor auto-zero failed" (diagnostic code 1109), had occurred in the event log. The flow sensor assembly was then replaced to resolve the issue. The fse replaced the flow sensor assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.